Manufacturer narrative:
A 7.0 x 100, 75cm mustang balloon catheter was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A longitudinal tear was identified on the balloon material beginning approximately 15mm distal of the proximal markerband and extending approximately 65mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06-dec-2018. A 7.0 x 100, 75cm mustang balloon catheter was returned with no reported allegations. However, investigation result revealed a balloon longitudinal tear.